Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a patient regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The patient also reported that ¿there are several medication in her pump, there is morphine and muscle relaxers, there is at least 3 medication in the pump.¿ the reason for use was spinal pain. It was reported that ¿the pump runs fast.¿ the patient stated that the hcp has mentioned this to her a couple times. She ¿almost runs out of medication before it is refilled.¿ there were no symptoms reported. There were no further complications reported/anticipated.